Event description:
The pt reported that the luer of the infusion sets often breaks resulting in insulin leakage and elevated blood glucose of 530 mg/dl. The pt's normal blood glucose range is 80-140 mg/dl. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion set was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.